Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and had to use two additional cartridges before successfully completing the process with the third one. The caller expressed concern about the amount of insulin used, and technical support advised that insulin is not usually replaced. The customer was advised to reach out if the need for insulin replacement arises or if the issue recurs.